Event description:
It was reported that during a plain old balloon angioplasty procedure, a 5x60x80 armada 35 balloon dilatation catheter was advanced without resistance, over a non-abbott guide wire and into a non-abbott sheath, to a moderately calcified restenosed lesion in a narrow left arm arteriovenous fistula. Using a 20/30 indeflator, the armada 35 balloon was inflated once to 8 atmospheres (atm) and held for 10 seconds, without issue; however, when attempting to deflate the balloon, it failed to deflate. The inflation device was replaced with a new 20/30 indeflator, however, the balloon was still unable to be deflated, and could subsequently not be withdrawn from the anatomy. The sheath was pushed further distally into the lesion, to the proximal edge of the inflated armada balloon, then the balloon was pulled back into the sheath. Both the armada and the sheath were withdrawn from the anatomy as a single unit. The physician attempted to deflate the armada, while outside of the anatomy, using a syringe, however, the balloon still did not deflate. The procedure was successfully completed using a non-abbott balloon dilatation catheter. There were no adverse patient sequelae and no reported occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). Guide wire: terumo 0.035; inflation: 20/30 indeflator (2); sheath: terumo sheath 6fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.